Manufacturer narrative:
The explanted component was retained by the medical facility and was not returned to nalu for any further testing. There are no reports of any excessive activity or trauma from the patient, so it is unclear why the device was seemingly stable for 6 months and then shifted. Migration is a known inherent risk of implantable neuromodulation systems.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower extremity pain. The implantable pulse generator (ipg) was placed in the medial thigh area with the implanted leads targeting the saphenous nerve. After activating the system the patient reported reduction in pain from 8/10 down to 2/10. After using the system for approximately 6 months, the patient reported communication issues between the ipg and the external therapy discs. Field investigation determined that the ipg had migrated within the pocket so that the orientation of the component prevented communication. On (B)(6) 2025 a surgical revision was performed to remove the ipg and place a new one that was seated with the correct orientation. Communication issues were confirmed to be resolved before completing the procedure.